Manufacturer narrative:
Complainant indicated that the device was disposed off and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an egd (esophagogastroduodenoscopy) with banding procedure on a male patient (patients age is reported as over 18 years) performed on (B)(6) 2009. According to the complainant, during procedure, the bands would not fire, it looked like the bands were overlapping each other. The procedure was completed with another speedband superview 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.